Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. The reported resistance with the introducer sheath could not be tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a chronic totally occluded superficial femoral artery. The supera was advanced to the target lesion and the stent was implanted successfully. However, when the supera was being withdrawn from the patient anatomy, the device bumped the sheath and the tip separated. Under fluoroscopy, the tip was noted be next to the stent implant and still on the guide wire; therefore, the tip was retrieved when the guide wire was withdrawn from the patients anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.